Event description:
Procedure: gastrectomy. According to the reporter: the instrument was closed on the lesser curvature of the stomach, advanced the dlu with 3 squeezes forcefully, opened and noticed bleeding. Unformed staples were noted and tissue had been cut. The surgeon opened the pt and used open staplers to finish the case. The pt is recovering.

Manufacturer narrative:
Initial report sent to FDA on 08/17/08.